Manufacturer narrative:
H2: analysis of the pump [s/n: ngv504868h] found that there was no identified product problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received regarding a patient with an implantable pump for malignant pain. The pump was initially returned by a healthcare provider (hcp) with no complaint associated in september of 2015. Additional information was received from the patient on (B)(6) 2026. The patient reported that the pump had been removed due to an infection and the doctor had implanted it wrong. They emphasized that it was not the pump that caused the issue, and it was the hcp that put it in. They stated that the issue started when the pump was put in. They mentioned that they had only had it for 4-5 months, and they hadn't even gotten to use it. They added that the hcp waited for it to get healed, but it did not heal. The patient could not longer recall other details.